Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tube had gel bubbles. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tube had gel bubbles. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tube had gel bubbles. There was no report of exposure, serious injury, or medical intervention. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues with the gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and there were no issues observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.